Event description:
It was reported that during a surgery, the surgeon observed that the patella was deformed during clamping. The patella clamp and patella were difficult to seat even though the proper technique was used. Surgery was extended for 10 minutes until it was completed with another device.

Manufacturer narrative:
Investigation is in progress.